Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high and low blood glucose values. Customer had blood glucose value of 39mg/dl at breakfast and 415mg/dl at dinner. Customer ate treat her low and then bolused for her high with the pump. Customer declined to troubleshoot for high and low blood glucose value. Insulin pump will not be returned for analysis.